Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to a circuit board failure the front panel was dim, and due to an electro-pneumatic proportional valve failure there was a gas leaking in the secondary tubing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited a front panel led dim, and a secondary tubing leak due to electro-pneumatic proportional valve failure. There was no patient involvement.